Event description:
The reported incident relates a split in the mattress. No injury reported at this time. The manufacturer makes every effort to make all of its mattresses to customer spec and correctness through various quality inspections, will make all employees involved aware of this consumer complaint. The manufacturer has taken appropriate quality control measures (mgmt review meeting) for quality assurance and correctness of mattresses produced.